Event description:
The customer reported the system displayed an accessory error. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Plates on the locks of the foot board were found loose and repaired. The system was then found to be operating as intended.